Manufacturer narrative:
During use of a 6-7f mynxgrip vascular closure device (vcd), the sealant stayed on rail once when the tech went to deploy it. Hemostasis was achieved with manual compression under 30 minutes or less. The patient recovered, and the hospitalization was not extended. There was no patient injury. It was a femoral arterial procedure after a diagnostic coronary procedure. The user¿s training status is ¿in-training.¿ a 6f competitor sheath was used in the procedure for a 6mm vessel size. The stick location was medium. The user shuttled down completely. There was no significant resistance felt when shuttling down. There was no unusual force applied when retracting the sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The advancer tube was not engaged or visible a non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock open. The sealant was observed fully exposed on the catheter shaft, protruding out from the outer cartridge tubing, approximately 160 mm from the balloon distal tip. The procedural sheath and the syringe were not returned with the device. It was reported that ¿the user shuttled down completely.¿ however, the sealant sleeve was found not fully pushed back as received, which indicated that the returned device may have not been shuttled down completely during the procedure. Nonetheless, it is unknown if the device was manipulated post-procedure. The catheter and shuttle cartridge were inspected for damages that may have contributed to the reported failure. No visual damages or anomalies were observed. Shuttle down procedure was simulated and the advancer tube was found properly engaged to the proximal tamp lock during the investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). No anomalies were observed. The advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history record (phr) review of lot f1836101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was confirmed through analysis of the returned device due to the condition in which it was received. However, it cannot be conclusively determined why the shuttle down step could not be completed during analysis. Based on the information available for review and the product investigation, handling factors (user was in-training) may have contributed to the issue experienced which could have been due to an incomplete engagement of the advancer tube during the procedure. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
During use of a 6-7f mynxgrip vacular closure device, the sealant stayed on rail once when the tech went to deploy it. Hemostasis was achieved with manual compression under 30 minutes or less. The patient recovered, and the hospitalization was not extended. There was no patient injury and the device will be returned for analysis. It was a femoral arterial procedure after a diagnostic coronary procedure. The user¿s training status is ¿in-training.¿ a 6f terumo sheath was used in the procedure for a 6mm vessel size. The stick location was medium. The user shuttled down completely. There was no significant resistance felt when shuttling down. There was no unusual force applied when retracting the sheath. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The advancer tube was not engaged or visible